Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had a replace battery alarm. The customer's blood glucose was unknown. The customer stated that the insulin pump had a low battery alert and they have changed batteries for 5 times but the issue was not resolved. The device will be returned for the analysis.